Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that the patient experienced discomfort at the ipg site, described by the patient as heating. This sensation occurred with stimulation on and off. The patient underwent surgery on (B)(6) 2016 to replace the ipg. The issue has been resolved.